Manufacturer narrative:
Results: operational problem (device was inspected prior to use without any issues noted, resistance was noted during advancement and stent deformation occured during procedure upon device removal from calcified lesion with 80% stenosis), deformation problem (stent). Conclusion: known inherent risk of a procedure (stent deformation) device failure related to patient condition (calcified lesion with 80% stenosis). (B)(4).

Event description:
It was reported that a resolute integrity rx was being used to treat a calcified lesion with 80% stenosis in the lm to prox-lcx. The lesion was pre-dilated with euphora sc 3.00x12mm device. The device was inspected prior use without any issues noted. Resistance was noted during advancement and the stent was unable to cross the lesion; no excessive force was used. The device was removed from the patient and wiped down by the technician who noticed that the stent was damaged; the stent was frayed. The procedure was completed with another resolute integrity 3.50x26mm device. No patient complications occurred as a result of the deformation. Evaluation summary: the distal tip was slightly frayed. The stent had raised and deformed struts on the 11th, 12th, 13th and 14th distal stent segments.